Event description:
While performing a function check of the bed, the technician found the CPR function was not working.

Manufacturer narrative:
The technician found the CPR valve was not functioning. He replaced the CPR valve to repair the bed.